Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the patient scheduled and appointment to see the implanting physician last week. Rep is currently waiting to hear back from hcp regarding the next step. Rep believes hcp may have ordered an x-ray to access the leads and battery. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw a "desired settings not available" message on their programmer. The representative met with the patient and ran multiple impedance tests in different positions (standing, twisting, laying down) and electrodes between 8-15 were greater than 40,000 ohms (depending on the patient's position). The representative tried to reprogram around the electrodes in question and sent the patient home. The patient had bilateral pain and was only receiving relief on the right side. The patient contacted the representative and told them that they were receiving the same error message again ten minutes ago. No further complications reported.